Event description:
It was reported while using bd neutraclear needle-free connector the clamp was defective and fluid passed. There was no report of patient impact. The following information was provided by the initial reporter: customer description: when the cap was removed to connect the contrast tube, blood was allowed to enter through the valve. The same thing happened when the contrast tube was disconnected from the neutral clear.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is cair. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 16-sep-2022. H6: investigation summary: two el200 samples from lot 22d05-t were received for investigation; one sample was received in sealed packaging, and one sample was received without packaging connected to an unknown cannula. The customer reported that blood and contrast fluid leaked from the valve following disconnection of a disinfecting cap. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. The returned samples were both subjected to functional testing by flushing with fluid; no occlusion or leakage was observed throughout testing; furthermore the samples were then subjected to a back pressure test, again no leakage was observed throughout testing. A review of the production records for lot 22d05-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported while using bd neutraclear needle-free connector the clamp was defective and fluid passed. There was no report of patient impact. The following information was provided by the initial reporter: customer description: when the cap was removed to connect the contrast tube, blood was allowed to enter through the valve. The same thing happened when the contrast tube was disconnected from the neutral clear.